Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (10 mg/ml at .480 mg/day) and bupivacaine (.9 mg/ml at .0432 mg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that a patient had multiple motor stalls since the pump was around last implanted around three weeks ago. The rep stated that the patient had meningitis that's unrelated to the pump but due to the meningitis, the patient has had multiple magnetic resonance imaginaries (MRI's) and the pump has not been checked post MRI. Rep stated that the patient was super sick and it was unrelated to the pump. Today the rep checked the pump multiple times and did not see a recovery. Rep stated that monday they plan on removing the pump if the doctor does not see the pump recover. Rep stated they believed the pump was still stalled. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stall had resolved within normal limits. The managing physician was aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.